Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No failed battery alarm and no pump error 3 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had main arm cannot communicate with the motor arm error and insulin pump alarmed for battery failed. The customer stated that insulin pump had been off for a while and blood glucose was high. Customer had high blood glucose of 22.2 mmol/l. The device will not be returned for analysis.